Manufacturer narrative:
Manufacturer control no (B)(4). Device will not be returned for evaluation.

Event description:
It was reported that the event occurred in the intensive care unit. After two days of pumping with a competitor's datascope yamato 35cc inserted via left femoral artery and an arrow autocat2 wave intra-aortic balloon pump, the pump alarmed "system error 3" (subcode: 5, cpu-pump serial communication failure) and then the pump stopped. Correction actions included alarm reset, pressing pump on and turning power off then on again, were done. The pump still gave the same alarm. As a result, the pump was exchanged with success and the therapy continued. No medical/surgical intervention was needed. There was no delay or interruption in therapy. There was no report of patient death, complications or injury. The patient's outcome is good.